Event description:
During a treatment of cavities and root canals the handpiece became hot or overheated and burned the patient. The procedure was completed and the doctor communicated to the parent a treatment plan for the burns. The patient's face was swollen, with mouth pain and multiple burns to his face and mouth.